Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 536 mg/dl. The customer stated that there was crack on the retainer ring and battery compartment. The troubleshooting was performed damage and found that the reservoir was locking in place. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.